Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 486 mg/dl. Cause was not known. Customer went to urgent care to address bg. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.